Manufacturer narrative:
The pump was returned with the keypad lifting at the right side of the down key. The "down" key was found to be intermittently responding when pressed. Excessive force was needed to activate the "down" key. The keypad was removed to investigate the down key defect. Adhesive from the keypad was found under the "down" key contact. The pump was found to have a loose keypad with evidence of keypad adhesive under the down key contact.

Event description:
The patient alleged that the pump was not responding well to down arrow button presses. The patient claimed that the button had to be pressed several times before the pump would respond.